Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow up, transesophageal echocardiogram (tee) revealed a thrombus measuring 0.5cm. The patient remained on coumadin. Follow-up tee three months later revealed no change in thrombus size. The patient experienced a bleed six months post-watchman implant procedure and coumadin was subsequently discontinued for two weeks. The most recent tee revealed thrombus was still present. The patient was back on coumadin. The patient is expected to continue extended oral anticoagulation medication and return for follow up tee. No additional information is known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow up, transesophageal echocardiogram (tee) revealed a thrombus measuring 0.5cm. The patient remained on coumadin. Follow-up tee three months later revealed no change in thrombus size. The patient experienced a bleed six months post-watchman implant procedure and coumadin was subsequently discontinued for two weeks. The most recent tee revealed thrombus was still present. The patient was back on coumadin. The patient is expected to continue extended oral anticoagulation medication and return for follow up tee. No additional information is known. It was further reported that the thrombus was initially on the lateral edge of the device, however a repeat of the imaging showed the thrombus completely covered the watchman device. The thrombus was laminar and non-mobile. The watchman device shape and position was unchanged from implant and there was no leak noted on follow-ups.